Event description:
It was reported that an edwards aortic bioprosthetic valve, 25mm, was explanted after implant duration of 47 months due to calcification, stenosis, and pannus overgrowth. The surgeon reported that the valve had a gradient of 70 after extracting the valve, he was able to see balls of calcification on all 3 commissures. Operative report indicates, "with great difficulty, the valve was dissected away from the heart and a great deal of time was spent extensively debriding the pannus tissue"

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Evaluation summary: as received, the explanted valve exhibits cut out in the tissue of leaflet 3. The section missing, possibly for pathology testing, measures to approximately 4-5mm at the free margin and 9-11mm into the cusp area. Tears in the tissue are noted at leaflets 1 and 2 at commissure 2. The tears measure to 8-11 mm. Also, a tear in the tissue is also noted at leaflet 1 at commissure 1, measures to approximately 8mm. Heavy extrinsic calcification is noted in the region of the described tears. Heavy calcification is detected in the cusp area of all three leaflets. At the free margins, calcification is moderate to heavy at leaflets 1 and 2, and moderate at leaflet 3. Calcification restricted mobility in the leaflets and led to the reported stenosis. Moreover, minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 2mm. Host tissue is moderate to heavy at the stent inflow and the stent outflow. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals no manufacturing quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Evaluation method: device not yet returned. Additional manufacturer narrative: the device history record review will be reported once completed. The device has been requested to be returned for evaluation, however, it has not ben received yet.